Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy and bso. It was reported that following insertion the patient experienced extrusion, infection, bowel problems, bleeding, neuromuscular problems and vaginal scarring. It was reported that an additional mesh was implanted into the patient on 12/08/2009 due to recurrent sui and cystocele. It was reported that patient underwent excision of right abdominal intramuscular mass on (B)(6) 2011. It was reported that patient underwent sling removal in (B)(6) 2013 and revision on (B)(6) 2013 due to pain. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted due to sui, urethral hypermobility and chronic pelvic pain. It was reported that the patient underwent mesh removal on (B)(6) 2013 and autologous fascial sling and rectal harvest on (B)(6) 2013.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.